Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024 through (B)(6) 2024. A low flow fault flag was captured on (B)(6) 2024 but did not result in an alarm. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The patient remains ongoing on vad support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H9: correction; fsca number included. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was known to have biodebris along the outflow graft causing less than 50% diameter narrowing. On (B)(6) 2024 the patient's hematocrit and flows had dipped into 2s. Log files were sent for review concerning the reduced flows. The log file data showed multiple pulsatility index (pi) events that occurred on (B)(6) 2024 at 17:27:51 - (B)(6) 2024 9:14:51. It was noted that the amount of pi events seen here were significant and may point to an issue. The patient's low speed limit was set at 5400 rpms. The event log captured a momentary low flow event on (B)(6) 2024. This event was brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support equipment issues which caused these events. The low flow events may have been due to a patient related issue.

Manufacturer narrative:
Onset justification: known outflow graft narrowing was reported by the customer but there was no indication or evidence that the onset was prior to this event. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.